Event description:
It was reported that this basket was being used to retrieve a stone from the bile duct. The physician was able to grasp the stone in the basket. The basket and stone then became stuck in the bile duct. The basket wire became separated. The physician attempted lithotripsy to break stone but was unsuccessful. The pt then required surgery to have the stone and basket removed. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search was not performed due to the batch number was not known. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determined the relationship between the device and the cause of the event.